Event description:
According to the hosp a wheel of the kion broke at the level of its steel axis when the personnel moved the kion in the operating room after the operation had ended. The kion did not fall over. No injuries have been reported.